Event description:
It was reported that the programmer was unable to interrogate implantable heart devices. The radiofrequency programmer head was changed out but the situation did not improve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: incoming inspection confirmed the customer comment and the link electronic module (lem) printed circuit (pc) board was replaced and calibrated. The hard drive was reconfigured and the software reloaded. (B)(4).